Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump does not alarm when the tubing is off the rotor wheel during testing.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿feeding pump does not alarm when the tubing is off the rotor wheel during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.